Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluation by MFR: the promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts pulled from mid-section to distal section and pulled over balloon cone and tip. The undamaged stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was selected for use. However, during preparation, the stent was dislodged from the stent delivery system. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was selected for use. However, during preparation, the stent was dislodged from the balloon stent delivery system. The procedure was completed with another of same device. No patient complications were reported.